Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was confirmed via the log files and determined to be due to a backup battery fault; however, the alarm was not reproduced during testing of the returned system controller (serial number: (B)(6). The event log file downloaded from the returned system controller contained data spanning approximately 1 day (12:47:16 on (B)(6) 2025 to 03:51:33 on (B)(6) 2025 per timestamp). At 02:19:00 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. At 02:37:58 on (B)(6) 2025, the backup battery fault alarm clears due to an additional load test being performed and the backup battery passing. The driveline was disconnected at 02:23:51 on (B)(6) 2025 to exchange the system controller. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and found to operate as intended during analysis. The system controller operated a mock loop for an extended period during testing and no issues or atypical alarms active. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Multiple good faith effort (gfe) attempts were sent to acquire additional information including the cause of the alarms and if the events resolved with the system controller exchange; however, no response was received. The root cause for the reported backup battery fault (yellow wrench) alarm was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further address backup batteries not passing load testing. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Additionally, within this section, it emphasizes the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (document equipment) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and low voltage alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This section also states perform maintenance on the power cables and to clean exterior surfaces of the system controller power cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Keep the system controller power cables dry and away from water or liquid the heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called at 01:36 on 06mar2025 to state that their system controller alarmed with a red heart and yellow wrench after there had been power interruptions in their home that were on and off for a couple of hours. The patient changed their system controller after attempting to reach the team. The concern for this call was how to silence the system controller they had removed and to obtain a new system controller. There were no alarms on the current system controller. The removed system controller was silenced.